Event description:
(B)(6) reported the following event: it was reported that while performing a low back fusion on (B)(6) 2014, the surgeon noted that the tip of the holding sleeve tore off. A similar or like instrument was available to use to complete the surgery. On (B)(6) 2014 the broken tip was retrieved and discarded. No further information was provided. This report is for 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional manufacturing release date of 11/17/2011. Avalign technologies ¿ nemcomed division manufactured the holding sleeve ¿ standard for matrix. The supplier¿s certificate of compliance indicates the parts met the required specifications. The lot was inspected to the synthes, incoming final inspection sheet number (B)(4), revision ¿m.¿ non-conformance report (ncr) (B)(4) was initiated for the thread pitch and major diameters, and the thread form not meeting specifications. Forty pieces were returned to the supplier the parts were reworked with the non-conforming components scrapped and replaced. The reworked parts were inspected and found conforming to all inspection requirements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the thread is damaged on the leading threads. The shaft area exhibits scuff marks and scratches. Avalign technologies ¿ nemcomed manufactured the holding sleeve-long for matrix. The complaint condition was due to an unknown cause. The lot initially conformed to the certificate of compliance dated november 11, 2011 and was inspected / conformed to the synthes incoming final inspection sheet. The returned product passed material type and hardness testing. The thread tip and inner sleeve were unable to be measured due to damage. Although the complaint condition was confirmed, it was not manufacturing related. A product development evaluation was completed: the associated drawings were reviewed. Changes were made in april 2011 to reducing the occurrence of thread damage. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium; the received instrument was manufactured in july 2011, after the implementation of these changes. In conclusion, this complaint is confirmed. The tearing of the distal tip in this manner could have been caused by the device not being fully threaded while manipulated, the use of excessive force, or the tip geometry and/or materials. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.